Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported that a male patient in his mid 40's required an extraction of tooth #3. This tooth had a lava ultimate crown seated on (B)(6) 2012, to replace an existing crown. On (B)(6) 2015, the lava ultimate crown debonded and extensive decay rendering the tooth non-restorable was discovered. On (B)(6) 2015, an extraction was performed.